Manufacturer narrative:
Reported event: an event regarding abnormal ion involving an unknown accolade hfx stem was reported. The event was not confirmed. Method & results:  device evaluation and results: not performed as product was not returned/ remains implanted.  Clinician review: no medical records were received for review with a clinical consultant.   Device history review: could not be performed as lot code information was not provided.  Complaint history review: could not be performed as lot code information was not provided. Conclusion: the event could not be confirmed as insufficient information was provided. Additional information including pathology reports, operative reports, progress notes, x-rays and device identification and device are needed to fully investigate the event. No further investigation for this event is possible at this time as no devices and/ or insufficient information was received by stryker orthopaedics. If devices and / or additional information become available to indicate further evaluation is warranted, this record will be reopened.

Event description:
Left hip revision for adverse reaction to metal debris and cobaltism. Head, insert, and screws explanted. Head revised to universal taper ceramic and insert changed to competitor cemented constrained insert.